Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). The expiration date is currently unavailable.

Event description:
It was reported that the anchor broke while physician was attempting to insert it into the bone. Per additional information provided by the sales rep via phone on (B)(6) 2018, the case was completed with another like device in the same bone hole. There were no patient consequences or delays. The device was discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed zero similar/dissimilar complaints for this lot of devices with the product code that were released to distribution. A non-conformance search was performed for this part (222330) and lot (l529186) combination. No non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received on 10/16/2018 stated that the breakage occur during the procedure and it doesn't result to inability to complete the procedure. It was reported that the procedure was completed using another like device alternatives that were readily available. There were no patient impact reported.